Event description:
The intravenous cooling system was alarming to check saline. The equipment was checked and we found the 500cc normal saline bag empty except for 50cc. The intravenous cooling system was turned off. The equipment and patient were assessed for leaking saline. The catheter was in for two days and it did appear to have a burst balloon and this is where we think the saline went.